Manufacturer narrative:
No further information was received for this event.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, head and liner were exchanged and stem is an extend.